Event description:
The customer reported that a piece of the device broke off and fell into the patient cavity. The piece was retrieved and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found a small, rubbery particle that was returned with the device. The piece that was returned was identified as a silicone elastomer and is inconsistent with the materials in the lf1637. The device was not damaged, and no missing material could be identified. The investigation determined the material did not come from the device.